Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Cracked case on reservoir tube, scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 333 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.